Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the charge-coupled device (ccd) unit was damaged while the user was handling the device, which temporarily resulted in image issues. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The user request ¿image with stripes¿ was not confirmed during inspection. However leakage was confirmed. Channel tube was leaking. Switches were aging. Due to a cut on charge coupled device (ccd) cable, image noise occurred. The screen would flicker when the device was angulated. The screen went black. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the bronchofibroscope had stripes and the device was leaking. The issue was found during reprocessing. The intended tracheoscopy procedure was completed with the same device without any delay. There was no patient involvement.